Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that there was an end of service (eos) message. The device was off/disabled and no longer providing therapy. The patient reported that she was ¿super bummed that it¿s stopped working and it hasn¿t been that long, it¿s only been a year and a half.¿ the patient reported seeing an eos code when she was at the doctor¿s office ¿about 30 days ago.¿ the patient reported that she was ¿super bummed¿ about the eos code because now she ¿isn¿t getting that amazing relief I originally was.¿ the patient noted that she did keep stimulation ¿super high¿ but said that it worked great when it was working. It was reviewed that the higher settings could be why the battery had depleted. Additional information received from the patient on 2019-jun-10. It was reported that the patient fell 6 weeks after their initial implant. They hit their back really hard and indicated that because the wounds were still "young", the fall affected the ins battery. Within 6 months of the fall, the ins battery discharged and showed the eos message. The ins was replaced. No further complications reported.